Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a transient discrepancy between glucose values on the dexcom app (169 mg/dl) and the ilet display (199 mg/dl), which aligned shortly thereafter, followed by a brief period of hyperglycemia for approximately 15 minutes with a highest value of 199 mg/dl and no alarms. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or dka. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding sensor-data lag, insulin stacking risk after a manual 3-unit subcutaneous insulin injection, and guidance to pause insulin delivery temporarily. Investigation of this case revealed no device alarms or malfunctions and suggested that the brief discrepancy likely reflected normal sensor-data update timing, while the elevated glucose was addressed by user-administered insulin with pump pause to mitigate stacking. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the brief hyperglycemia and reading discrepancy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.